Event description:
It was reported that the user experienced widely variable blood glucose while using the ilet and requested to return the device for credit after completing the required wear period, noting she is physically active and prefers frequent snacks rather than set meals. Symptoms included episodes of high and low glucose. Outcomes included no injury, no hospitalization, and completion of troubleshooting and education. Investigation included a review of user-reported glucose issues and device use history. Investigation of this case revealed an unclear cause for the hyperglycemia and hypoglycemia. It was concluded that a device malfunction could not be confirmed and that no further training was accepted by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.